Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level with diabetic ketoacidosis. Bg value not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.